Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 161 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The act button did not respond due to corroded keypad trace. Unable to review alarm history due to unresponsive button. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.